Event description:
It was reported that the patient had been involved in accident in 2006. Since then the patient has had insufficient hearing. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has been explanted and has been returned where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.